Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
A device was returned to a third-party service center information alleging an issue related to a rep dreamstation auto device's sound abatement foam. The patient has alleged visualization of black particles in filters. There was no report of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, the device was no foam particles. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.